Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 25.7 and 7.3mmol/l with a 16.3mmol/l and 99% difference. Tests were done within 20 minutes. Pt did not experience any adverse events. No further info has been reported.